Event description:
It was reported that pump experienced malfunction after possible water exposure when pump was submerged in water, and customer noted multiple malfunction alerts in pump history. There was no reported adverse impact to the customer's blood glucose level. Customer was unable to restart pump immediately. The customer continued to use the pump for insulin therapy and has an alternate method of insulin therapy available if necessary.